Event description:
It was reported that during a rotational atherectomy procedure, burr withdrawal difficulties were encountered. The "hazy" lesion being treated was located in the calcified proximal right coronar artery (rca). The physician had used a 3.0 x 15 maverick otw balloon for 4 inflations to a maximum of 16 atms. She then used a 3.5 x 8mm quantum maverick otw balloon two times to a maximum of 20 atms. The 1.75 mm rotalink burr was then advanced to the lesion, and two runs were performed, one at 178,000 rpms for 8 seconds, one at 165,000 rpms for 4 seconds. Following the second pass, the 1.75mm rotalink burr popped through the lesion and could not be removed. As the burr was located proximal to the lesion, it was thought that there was a vessel spasm holding the burr. The physician attempted to get a balloon past the 1.75mm rotalink burr, however, that was not successful. The pt was taken to the or for surgical removal. Anesthetic was administered, however before surgery began, one more attempt was made to remove the rotalink burr and was successful. Pt status following the procedure was reported as 'fine'.